Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a pause episode stored by the device. Technical support was contacted, and suggested that it did not appear to be due to a loss of contact, and undersensing was not noted. It could not be determined whether the episode was a true pause episode. The patient will continue to be monitored and was stable with no consequences.